Event description:
Additional info received reports solution used was d5w at 5cc/hr. No intervention was required. Reported pt status good.

Manufacturer narrative:
To address the concern regarding the delivery rates of the dial-a-flo device, functional testing of dial-a-flo has shown that when set at 10-20ml/hr, the flow was controlled and stayed at the designated rate. These results reaffirm the labelling's instructions to calibrate the dial, assuring the desired rate has been achieved through visual verification. It was also shown during the testing that once set, the delivery rate was consistent during use. Additionally, historical review of the mfg quality history was performed, and verified consistent product performance.